Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Locking screw could not be removed from the philos plate. There was no indication for a material or manufacturing fault. With regard to the angle between the screw and plate it must be noted that the screw was inserted correctly. The screw shaft however, shows clear deformations. Whether this has led to the jamming cannot be determined. The examination of the raw material, testing certificate and the manufacturing documents showed that no deviations were established with regard to the material analysis, tensile strength, structural stability and the manufacture. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
During removal of the plate one lcp, the locking screw remained blocked in the plate. This is 1 of 2 report for complaint (B)(4).